Manufacturer narrative:
(B)(4): physio-control evaluated the device and verified the reported failure. Physio replaced the therapy connector assembly and then observed proper device operation through functional and performance testing. The device was then returned to the customer for use. Physio further evaluated the removed connector assembly and observed a pin broken off and stuck in the low voltage socket.

Event description:
It was reported that there was a pin broken off inside the therapy connector assembly on the customer's device. The therapy cable could not have been connected to the therapy connector to deliver defibrillation therapy, if needed. There was no patient use associated with the reported failure.